Manufacturer narrative:
Product complaint: (B)(4). A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. A needle/suture piece of product code: vcp1058h was received for evaluation. During the visual inspection of the sample, the tip needle was broken and marks of surgical instrument in this area could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as the sample will be sent to additional evaluation to determine the failure mode of the broken needle.

Event description:
It was reported that the patient underwent an unknown procedure in 2020, and the suture was used. Upon evaluation, the tip of needle was found broken. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/27/2021. Additional information: h6. Additional h3 investigation summary: a second evaluation was performed. A failed suture needle was submitted for fractographic evaluation. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.